Event description:
The manufacturer received information alleging a ventilator required repairs due to errors found during the installation of an fco. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the display was malfunctioning. The main pca was replaced as the repair. The fco was installed and the device was cleaned, checked overall, and passed all tests.